Event description:
It was reported that this right ventricular lead was explanted due to an unknown product performance issue. Another lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted due to low out of range pacing impedance measurements. Another lead was implanted instead. No further adverse patient effects were reported.